Manufacturer narrative:
The device is included in the error 5 advisory notice issued by abbott on 01 june 2018. During analysis, the cause of the reported issue was determined to be the compact flash.

Event description:
Related MFR no. 3004936110-2019-00322. It was reported that the patient electronic unit received an error 5 message, which indicates an issue related to temperature and barometric pressure. The unit was replaced.